Manufacturer narrative:
Philips service replaced the ipb board and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an ipb board failure caused imaging loss on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.